Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0869 inches. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Hardware low level failure alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. Insulin pump also received with severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced high blood glucose of 600 mg/dl. Customer was treated with bolus. Customer also stated that insulin pump had insulin flow blocked alarm. Customer was using insulin pump within 48 hours of high blood glucose. Customer does not allege for under delivery. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.